Event description:
The customer reports that during a laparoscopic cholecystectomy procedure, the surgeon went to use the device and it would not work. A new one was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 06/08/2009. Evaluation summary: the analysis results found that the device was received with the jaw and cam ramps disengaged. This condition would not allow the jaw to collapse in order to form the clips. Thirteen clips were ejected during functional testing. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.